Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: almeida f, gállego s, argüelles f, silvestre a. Long-term outcome of cementless total hip arthroplasty with threaded tropic® acetabular cup and corail® femoral stem. Acta orthop belg. 2021 sep;87(3):393-399. Pmid: 34808711. Objective and methods: this study investigates the clinical and radiological results of a tapered femoral stem (corail®) and uncemented threaded acetabular cups (tropic®) for 202 hips implanted between january 1990 and september 1998. The femoral head paired with the depuy corail stem was a ceramic biolox. The acetabular construct was manufactured by a competitor. This complaint will capture the results associated with the corail femoral stems and biolox femoral heads. Non-depuy synthes devices that were also used in this study: tropic acetabular cup (landos biomecanique) unk poly acetabular liner (landos biomecanique) lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: unk corail femoral stems unk biolox ceramic femoral heads adverse event(s) and provided interventions associated with depuy devices: 103 unk corail stems 5 infections treated with revision 3 aseptic loosening of the stem at the bone to implant interface treated with revision 7 reports of periprosthetic femoral fracture treated with stem revision 35 reports of pain- no treatment specified 31 reports of walking difficulty- no treatment specified 22 reports of limb asymmetry- no treatment provided adverse event(s) and provided interventions associated with depuy devices: 93 unk biolox ceramic femoral heads 5 infections treated with revision 35 reports of pain- no treatment specified 31 reports of walking difficulty- no treatment specified 22 reports of limb asymmetry- no treatment provided radiology findings and provided interventions associated with depuy devices: 89 unk corail stems 10 reported malpositioned stems- no treatment provided 47 reported radiolucent lines of stem- no treatment provided 17 identified cortical hypertrophy captured as bone injury- no treatment provided 12 identified pedestal signs at the base of the stem captured as bone injury- no treatment provided 3 radiographically identified stems with stable fibrous ingrowth captured as inadequate osseointegration as no treatment provided.

Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: almeida f, gállego s, argüelles f, silvestre a. Long-term outcome of cementless total hip arthroplasty with threaded tropic® acetabular cup and corail® femoral stem. Acta orthop belg. 2021 sep;87(3):393-399. Pmid: 34808711. The device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.